Event description:
The facility reported a pump with failure code 810:04 which stopped the infusion. The failure occurred during infusion. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the 810:04 failure code was confirmed. Inspection of the device revealed the failure was due to defective pump head module (phm). The phm was replaced in the pump to correct this failure. The pump was re-evaluated, tested and verified to be put back into service.